Manufacturer narrative:
Immucor was unable to investigate because adequate information or access was not provided. The internal immucor tracking number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported to immucor technical support an unexpected rh blood group mistype when tested on a galileo instrument, when tested on (B)(6) 2018.